Event description:
The event involved a tego¿ connector where the customer reported that during patient use with renal dialysis treatment medication involved. Someone became aware of the issue following high pressure of dialysis machines and inability to aspirate through tego. It could not remove lock from arterial port. Removed tego and port worked well. There was patient involvement and delay in therapy, but no patient harm.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
One used device was received for evaluation. Seal was observed to be damaged. Blood residuals were also observed. The reported complaint of difficult to remove could be confirmed. The returned sample was observed to have its seal torn. The probable cause is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrective and preventative actions are in process.